Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was extracted and replaced after 67 months of implant time. During an invasive examination, the physician observed insulation abrasion at the lead's terminal end.